Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. If the device is returned, a supplemental report will be submitted. The manufacturing records for the closed loop stimulator was reviewed. Product met all requirements for release with no anomalies identified.

Event description:
During a routine phone call with the hospital, a manufacturing representative was informed that an evoke spinal cord stimulation (scs) system was explanted after an infection. The infection has been resolved and the patient is doing well. The patient is expecting to schedule a new implant in a few months.